Event description:
Customer reportedly received results of 65 mg/dl and 122 mg/dl within 10 minutes on the same device. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.